Manufacturer narrative:
The insulin pump passed the displacement test however failed in backlight verify during self test due to el panel defect noted.

Event description:
The customer reported via phone call that they had high blood glucose. The customer stated that insulin pump had backlight anomaly. The customer's blood glucose levels were 350 mg/dl and 194 mg/dl. The customer reported that the drive support cap was normal. The customer reported that the back light did not turn during easy bolus. The customer reported that the insulin pump passed the high pressure test. The insulin pump will be returned for analysis.